Event description:
When utilizing that "mobi cath" model d140010, lot number w2172708 deflectable sheath, manufactured by (B)(4). The ablation catheter was seen to advance independently through the sheath while placed in the left atrium. The irrigating flow on the sheath was 60 cc/minute. This poses a very serious risk of perforation of the myocardium and attendant risk of very serious outcome as the ablation catheter could advance with excess pressure independent of the operator's control particularly if the ablation catheter was actively delivering rf energy at the time. We were able to reproduce the independent motion with the catheter ex vivo in a saline bath with the irrigation flow at both 60 and 30 cc/minute. We can provide cine images of the in vivo findings and a video of the ex-vivo findings also.